Event description:
A consulting physician reported a pt who was treated on 20 aug 1997 in the nasolabial folds. The pt stated the next day, she had a dark purple bruise with a whitish center on her left nasolabial fold. The pt stated that she developed tissue sloughing, exact date not known, which resolved about 3 weeks after the initial event. No med or surgical intervention was noted by the injecting physician. On 1 feb 98, the reporting physician examined the pt, and noted a small scar in the pt's left nasolabial fold, about 3/4 an inch long, with slight depression. The physician believed, based upon the scar and the pt interview, that there had been a localized necrosis. No med or surgical intervention was planned or prescribed.